Event description:
Acct. Reports problem with stopcocks cracking and leaking as well as "no flow". States they began to note the "no flow" when running the stopcocks with the blood sets. If they took the stopcocks off, the blood ran well, but with the stopcock it would not run. Also states they have noted leaking. States no pt injury with issues. Acct. Has retrieved 3 samples.